Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed a full function and calibration. The helium leak test was performed and passed. The fse also replaced 9v alarm battery with customer provided stock. The iabp was released for clinical use.